Event description:
It was reported that the pump alarmed for "no disposable clamp tubing". Assisted patient to silence alarm and reviewed pump settings. Verified medication and patient appointment to have pump removed. Instructed patient to attempt restart, and pump read "run", but continued to beep. Instructed patient to stop and power pump off. Powered pump back on and screen read "run", but pump was still beeping. Instructed patient to stop, power pump off, and replace batteries with new ones. Pump started but "no disposable clamp tubing" returned after pump cycled. Powered pump off, clamped tubing, and removed cassette. Patient stated air bubbles were present in tubing of cassette. Instructed patient to massage tubing and gently tap cassette on hard surface. Reattached cassette, unclamped tubing, and attempted restart. Beeping returned, but pump screen read "run". Powered pump off and repeated troubleshooting steps, but pump alarm persisted. Instructed patient to clamp tubing closest to port. Rate 1.4 ml/hr, resolution volume 50.3 ml, given 14.7 ml. This event occurred at the patient's home and was operated by a health professional. The event occurred while in use with the patient. There was no harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.